Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the power switch overlay cable, located on the inside of the front bezel, connects to the user interface printed circuit board assembly (pcba), and proper alignment between the bezel and overlay is required for correct led functioning. It has been determined that the front bezel needs replacing. The front bezel replacement can resolve an error code 1105 alarm power on self-test (post) light-emitting diode (led) failure. 1105-alarm led failure was confirmed to have occurred during post. Based on this information, this is not a reportable event and was reported in error.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a high priority alarm message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Device evaluation and repair are pending, and this investigation is ongoing.